Event description:
Dealer stated the power cheer keeps veering off to the right while end user is operating it. Dealer stated that she believes the end user was stranded not too far from his home at one time.